Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd double curve access system (was) was selected to be used. During the procedure, transesophageal echocardiography (tee) was used to visualize the fossa ovalis for the transseptal puncture. The versacross connect system was used with the was sheath. Radiofrequency (rf) energy was applied through the pigtail wire, and bubbles were visualized in the left atrium (la). Initially, the wire did not advance smoothly. It was pulled back and repositioned, taking its normal shape. At this point, the was sheath and dilator were advanced. The physician noted difficulty advancing the was sheath. The tee operator noted that the was sheath appeared to be positioned posteriorly. The was sheath was visualized in the la near the fossa ovalis (fo). After several attempts, the was sheath was successfully advanced. When the dilator was removed, the physician was unable to aspirate fluid from the side port. A sweep of the la was performed using tee. It was then decided to withdraw and perform a second transseptal puncture. The second attempt was successful without complications. Multiple sweeps of the ventricles were performed, and no pericardial effusion (pe) was noted. Approximately 90 to 120 minutes after the procedure, the physician was notified of a deterioration in the patient condition. A transthoracic echocardiogram (tte) revealed a large pericardial effusion. The patient was returned to the catheterization laboratory, and an emergent pericardiocentesis was performed. Approximately 600 milliliters of blood were drained. The patient condition improved, and no further intervention was required. The patient was discharged on 18-jul-2025 and is expected to fully recover.

Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd double curve access system (was) was selected to be used. During the procedure, transesophageal echocardiography (tee) was used to visualize the fossa ovalis for the transseptal puncture. The versacross connect system was used with the was sheath. Radiofrequency (rf) energy was applied through the pigtail wire, and bubbles were visualized in the left atrium (la). Initially, the wire did not advance smoothly. It was pulled back and repositioned, taking its normal shape. At this point, the was sheath and dilator were advanced. The physician noted difficulty advancing the was sheath. The tee operator noted that the was sheath appeared to be positioned posteriorly. The was sheath was visualized in the la near the fossa ovalis (fo). After several attempts, the was sheath was successfully advanced. When the dilator was removed, the physician was unable to aspirate fluid from the side port. A sweep of the la was performed using tee. It was then decided to withdraw and perform a second transseptal puncture. The second attempt was successful without complications. Multiple sweeps of the ventricles were performed, and no pericardial effusion (pe) was noted. Approximately 90 to 120 minutes after the procedure, the physician was notified of a deterioration in the patient condition. A transthoracic echocardiogram (tte) revealed a large pericardial effusion. The patient was returned to the catheterization laboratory, and an emergent pericardiocentesis was performed. Approximately 600 milliliters of blood were drained. The patient condition improved, and no further intervention was required. The patient was discharged on (B)(6) 2025 and is expected to fully recover.